Manufacturer narrative:
Correction: the correct date of explant was (B)(6) 2025; not (B)(6) 2025, as previously reported in the initial report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to incorrect implant position. The patient was re-implanted with another cochlear device on (B)(6) 2025.